Event description:
It was reported that the ECG cable failed while in use with a defibrillator. There was no patient involvement.

Manufacturer narrative:
Serial number correction d/t typographical error.